Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the fenestrated bipolar forceps instrument was not working well, then stopped working altogether. The instrument broke inside of the patient. The site was unsure if the entire wire was present. A fragment fell into the patient and was retrieved during the same procedure. The site opened a new instrument and continued the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and was advised that there was no further information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps associated with this complaint and completed the investigation. Failure analysis replicated/confirmed the customer's reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not release energy on several attempts. The root cause is attributed to a component failure. Additional observation(s) not related to customer reported complaint: the instrument was found to have a dislodged flush tube guide inside of the housing. The root cause is attributed to the user. A review of the instrument log for part number: 471205-17 / lot number: k10220328-0148 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a malignant hysterectomy procedure. There were 5 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.